Event description:
The customer received questionable ferritin results for two patient samples. Sample 1 initial result was 25.37 ng/ml which was reported outside the laboratory. The doctor called and requested repeat testing as the patient's previous results were consistently >5000 ng/ml. The same tube was tested on a different analyzer with a dilution and the result was 7130 ng/ml. The repeat result was believed to be correct. The patient was not adversely affected. The customer provided an example of another sample which was tested in 2014. The initial result was <1 ng/ml and was reported outside the laboratory. The doctors did not believe the result and called the laboratory. The sample was repeated with a result of >5000 ng/ml. The result was corrected. No additional information could be provided. No adverse event was reported. The reagent lot number was 17646401 with an expiration date of 06/30/2015. The field service representative found a problem with the measurement cells. He found when the assay performance check was done, the counts were below the acceptable range. He replaced the measurement cells, performed adjustments and ran an initial blank cell calibration. He ran an assay performance check and the customer ran calibration and qc which passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).